Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. (B)(6).

Event description:
An event involved a secondary IV administration set where it was reported that there were black spots or defects with the tubing. There was unknown patient involvement and unknown patient harm reported.